Event description:
Reporter indicated that vns patient was scheduled for revision surgery due to device migration. The patient had undergone generator replacement surgery for end of service 11 months prior and was not happy with the location of the replacement generator. It was reported that the patient feels heat around the generator site. The patient indicated that the device gets so hot, that it wakes them up at night and reportedly does this 3-4 times per day. The generator site is not red, painful or swollen and the patient is afebrile. Device diagnostic testing was within normal limits, indicating proper device function.